Event description:
Caller stated that she was 'sick all night with low blood glucose' and that she had recently been released from the hosp. Multiple attempts were made to obtain more info, but caller was unavailable. No quality controls were reportedly used. Requested return of suspect device and replacement was sent.